Event description:
It was reported the patient's pump was "not working" and "it was getting removed next week." No patient symptoms were reported. It was unknown what drug the device system was used to deliver. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).